Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with two partially closed clips. Testing was performed on the event unit, however the complainant¿s experience of no clip loaded could not be replicated. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. It is unknown whether the out of specification feeder was use-related or a pre-existing device nonconformance. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: laparoscopic cholecystectomy. Medwatch # (B)(4) received via mail from the FDA via mail on 15nov2018. Date of event: oct 2018. Doctor tried to activate a clip on the cystic duct and the clip applier would not apply the clip. The clip appliers were removed from the patient and tried to activate outside the patient, but the appliers still would not activate a clip. Patient status: no patient injury.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Medwatch # (B)(4) received via mail from the FDA via mail on 15nov2018. Date of event: (B)(6) 2018. Doctor tried to activate a clip on the cystic duct and the clip applier would not apply the clip. The clip appliers were removed from the patient and tried to activate outside the patient, but the appliers still would not activate a clip. Patient status: no patient injury